Event description:
It was reported a patient had undergone a bilateral globus pallidus internus deep brain stimulation surgery the day of the report that had been complicated by an intracranial bleed. Intra-operative microelectrode recordings and dbs testing was also performed. Immediately after introducing the cannula for the implantation of the left dbs electrode, the patient complained of left retro-orbital headache which worsened over minutes to 10/10 on a scale where 10/10 was the worst pain of her life. This was not associated with any nausea, vomiting, visual symptoms or neurological signs (she had no face/arm/leg weakness/numbness or eye movement abnormalities). The headache improved to 1/10 on IV acetaminophen, so the implantation of the left and then right electrodes was commenced. At the end of the procedure, the headache of the patient remained mild (intensity 1/10) and was not associated with any nausea, vomiting, visual symptoms or neurological signs (she had no face/arm/leg weakness/numbness or eye movement abnormalities). CT scan of the head immediately post-operatively revealed a left frontal subdural hematoma around the entry point of the left dbs electrode (about 5 mm in thickness and about 6 cm in length with some blood tracking along the proximal aspect of the electrode). It was elected to start the patient on levetiracetam for seizure prophylaxis and observe her in the neuroscience intensive care unit (nicu) with serial CT scans of the head. On her last neurological exam 6 hours after the onset of her headache, she had no associated nausea, vomiting, visual symptoms or neurological signs (she had no face/arm/leg weakness/numbness or eye movement abnormalities) although she was sedated due to fentanyl, dilaudid and sumatriptan that had been administered for post-operative headache control. A day later it was also stated that another head CT had been done 6 hours after the CT immediately following surgery and that intracranial bleeding had been unchanged and the patient had remained to be "stable." Five days later it was reported that the patient was doing fine and had been discharged home on the fourth day after the surgery.

Manufacturer narrative:
Product ID 3387s-40, lot# va035yd, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).